Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: "material sensitivity reactions" this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08037 / -08038).

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2014 allegedly due to adverse reaction to metal debris (armd). The head and taper insert were removed and replaced with e1 active articulation products.